Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, removal difficulty occurred. The 90% stenosed lesion was located in the moderately calcified and mildly tortuous left forearm. After pre-dilatation, resistance was encountered while releasing the 7 x 67 x 75 wallstent rp endoprosthesis stent so the physician attempted to retract the stent. However the outer sheath did not move and the stent was unable to be retracted. The device was withdrawn from the sheath and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the outer sheath was retracted 18mm proximal to the tip. The stent had been deployed and was not returned. No issues were noted with the profile of the device. During analysis it was possible to move the outer sheath distally to the tip and also fully retract it without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was initially reported that removal difficulty occurred, however, this is corrected to be that there was difficulty releasing and then retracting the stent during removal, which was further reported to have been removed partially deployed.